Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to quickly jump upwards unexpectedly when plugged in to charge. The customer's blood glucose (bg) level was reportedly within target range. The customer would continue to use the pump for insulin therapy.